Event description:
It was reported the camera head produced no image. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of charged coupled device, coupler and coupler nut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to no image: faulty cable unit. However, a definitive root cause for the faulty cable unit was not established. A definitive root cause could not be identified for corrosion of charged coupled device, coupler and coupler nut. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.